Event description:
The device reported was used during an unknown procedure. The safety shield malfunctioned. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: information unavailable, device returned with no lot identification. Results of evaluation: conclusion: based on the information received and the examination, the instrument was re-armed and cycled repeatedly without incident. The reported incident of "safety shield will not armed" could not be repeated. Comments: co reviews each incident as it occurs in an effort to continuously improve products.